Event description:
Pt was at ambulatory surgery center for cataract extraction with placement of iol in left eye. During the procedure the pt experienced what appeared to be a corneal burn, possibly from the phaco machine. (This same machine was used for previous cases without incident. Clinical engineering could not find any problems with the equipment.